Manufacturer narrative:
Additional information: (b) provided date of event and additional event details. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional information: no harm. J-loop not tightened to IV opened during cta injection and leaked all over CT table. Poor contrast enhancement on images. Cleared with rad images did not need to be repeated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the issue is that a leak occurs at the connection point between the j-loop and the catheter.